Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs ipg on (B)(6) 2005. It was reported that charger's communication with the ipg is very intermittent, and the recharge time is taking much longer normal. The patient has stimulation. He charges twice a week for approximately 2 hours, but now it is taking twice as long to recharge the program is the same and has not been alerted. The patient pressed down and added space to no avail. He also reported that the ipg is shallow. The patient was sent a new charger and spacer to help resolve the issue. Attempts to gather additional information have been unsuccessful. No further information is available at this time.